Event description:
A 33 week premature infant arrested during neonatal transport. Arrest mgmt/resuscitation impeded by device design. IV lines run through gromnets so couldn't easily remove top of transporter for access to infant. Required third provider to hold top up so rn's could get to baby. This did not impact the outcome, however, made care very difficult.